Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening and bone fracture. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
D10 concomitant devices: 02-012-44-3011 - logic tibia implant psc insert, sz 3, 11mm serial number unknown 02-010-01-0330 - logic femoral ps cem right sz 3 serial number unknown 200-02-32 - three peg patella 32mm serial number unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 18 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening and bone fracture. Revision surgery operative notes were provided and confirmed that there was bonding of the tibial implant at the keel, but was not fixed at the level of the tibial resection. Evidence of stress shielding was noticed. Revision implants were placed. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.